Manufacturer narrative:
Date of event/event: no additional information was available. The device was evaluated by olympus. The evaluation found that the reported issue "forceps does not move up or bite properly" was not confirmed. It was noted that the angle wires were stretched. The insertion tube was bent/deformed. The bending section cover bond adhesion was cracked due to external factors. The adhesive part of the light lens had come off due to handling. There was discoloration on the operational unit on the main body. Due to external factors, the forceps plug cap was scraped off. Scratches were found in multiple locations on the device. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported the forceps elevator on the evis lucera duodenovideoscope did not move up or bite properly. The forceps lifter bite was softer than other scopes. No patient injury or procedure impact was reported. During the device evaluation, it was noted the adhesive part of the lighting lens was peeling off. There was a gap in the glue end and dirt had entered the lens through the gap. This report is to capture the reportable malfunction of the adhesive part of the lighting lens was peeling off and dirt had entered the lens through the gap noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "the light guide lens glue was peeled off" was presumed to have been due to external factors such as bumping or deterioration of glue over time. The suggested phenomenon of ¿the forceps elevator is loose¿ was presumed to have been due to the following: forcible insertion/withdrawing of the endo therapy accessories while the forceps elevator is raised. Insertion /withdrawing of the endo therapy accessories while the endoscope is excessively bent. Usage of incompatible endo therapy accessories. It is suggested that the user facility review again the cautions of the operation manual ¿chapter 4 4.2 using endo-therapy accessories ¿ fixing the guidewire¿ and check the handling method of the device as needed. It is concluded that the event may have been prevented by the implementation of the above. Olympus will continue to monitor field performance for this device.